Event description:
PICC line leaking from the lumen that was not in use for patient's continual milirinone infusion. Patient has had 4-5 PICC lines placed with a shorter life span/dwell time than would be anticipated. Because of patient's heart, the tip is placed in the cavoatrial junction, which is equivalent to the svc. Insertion - ref - lot - expiration - UDI - type. (B)(6) 2018 - 3274355 - recv0428 - 10/31/2020 - (B)(4) - double lumen. (B)(6) 2018 - 3274355 - reap1815 - 05/28/2019 - (B)(4)- double lumen. (B)(6) 2018 - 3275335 - rebx2428 - 09/30/2020 - (B)(4)- double lumen. (B)(6) 2017 - 3275335 - rebn0774 - 12/31/2019 - (B)(4) - double lumen. (B)(6) 2017 - 3275335 - rebw1247 - 08/31/2020 - (B)(4)- double lumen. (B)(6) 2017 - 3275335 - rebs1507 - 04/30/2020 - (B)(4)- double lumen. (B)(6) 2017 - 3274355 - rebr0723 - 05/31/2018 - (B)(4) - double lumen - initial PICC line. Ref MFR report # 3006260740-2019-00642, 3006260740-2019-00648, 3006260740-2019-00646, 3006260740-2019-00647, 3006260740-2019-00644, 3006260740-2019-00645.